Event description:
The device was returned because the air-in-line sensor continuously alarms across multiple sets, despite the line being properly primed. The results of the investigation found that the device's air detector was defective. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed, and a defective air detector was found. The air detector was replaced to fix the issue.